Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/heavy period') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 880426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general. Abnormal. Bleeding"), blood loss anaemia ("anemia"), menstrual cramp ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), back pain ("back, pain"), abdominal pain ("abdominal pain"), menstruation irregular ("irregular periods"), metrorrhagia ("metorhagia (bleeding b/w periods"), painful periods ("heavy an painful period") and fatigue ("fatigue"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, blood loss anaemia, menstrual cramp, pelvic pain, back pain, abdominal pain, menstruation irregular, metrorrhagia, painful periods and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, fatigue, genital haemorrhage, menorrhagia, menstrual cramp, menstruation irregular, metrorrhagia, pelvic pain, vaginal haemorrhage and painful periods to be related to essure. The reporter commented: doctor recommended ablation needed due to heavy bleeding she received treatment for dysmenorrhea (cramping), pelvic/abdominal ,back, other, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),anemia , general. Abnormal. Bleeding. She received treatment for bladder/urinary problem: unknown. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2012. Bilateral device placement successful 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) was performed, but no results were provided. Most recent follow-up information incorporated above includes: on 3-mar-2020: plaintiff fact sheet and medical records received. Device category changed from device other event to incident. Lot number added. Events added from pfs- abnormal bleeding (vaginal). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/heavy period') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 880426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general. Abnormal. Bleeding"), blood loss anaemia ("anemia"), menstrual cramp ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), back pain ("back, pain"), abdominal pain ("abdominal pain"), menstruation irregular ("irregular periods"), metrorrhagia ("metorhagia (bleeding b/w periods"), painful periods ("heavy an painful period") and fatigue ("fatigue"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, blood loss anaemia, menstrual cramp, pelvic pain, back pain, abdominal pain, menstruation irregular, metrorrhagia, painful periods and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, fatigue, genital haemorrhage, menorrhagia, menstrual cramp, menstruation irregular, metrorrhagia, pelvic pain, vaginal haemorrhage and painful periods to be related to essure. The reporter commented: doctor recommended ablation needed due to heavy bleeding she received treatment for dysmenorrhea (cramping), pelvic/abdominal ,back, other, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),anemia , general. Abnormal. Bleeding. She received treatment for bladder/urinary problem: unknown discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2012. Bilateral device placement successful 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) was performed, but no results were provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.